Event description:
The customer alleged that the vent displayed no audible or visual alarms when disconnected from the patient. The customer service engineer evaluated the device and noticed while changing the vent setting there was no visual and audible present. The only parameters known from report were "lip" 10 cm. H2o and "hip" 50 cm. H2o. The "cse" replaced the mega "cpu" board, instruction. The unit passed extended self testing.